Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported her wearable only worked for a few hours and then failed. The patient did not have another wearable available to replace it. The patient also stated she did not have a glucometer to use for bg monitoring. Later that same day, the patient was experiencing nausea, vomiting, and increased urination. The patient called ems and once they arrived, the patient recalled being treated with IV fluids but was unaware of her bg meter reading at that time. The patient also lost consciousness upon arrival to the ER. At the ER, the patient was diagnosed with dka. No further treatment details could be recalled by the patient. It was also not specified when the patient regained consciousness. The patient was discharged on (B)(6) 2026. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.